Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.